Manufacturer narrative:
A customer service engineer (cse) was sent to the customer site for system inspection, and found no system related issues. The cause for the falsely elevated advia centaur xp results is unknown and isolated to one reagent readypack. The customer has performed quality control testing three times a day for a week without issue with a new kit lot. The instrument is performing within specifications. No further investigation is required.

Event description:
Falsely elevated advia centaur xp vitamin d total (vitd) patient results were observed by the customer when patient samples were repeated. Quality control (qc) results were out of range with a new reagent lot (134072) recently in use. The customer performed repeat vitamin d patient testing on a previously used reagent lot (134071), qc was acceptable and the patient results were lower. Due to the comparison difference in the vitamin d results, additional patient samples were retested with reagent lot (134071), and the results were lower. Corrected vitamin d results were issued. There are no reports of adverse health consequences due to the discordant advia centaur xp vitamin d total patient results.